Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to the service department of olympus, but not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. Omsc presumed that this event was caused by applying physical or chemical stress to the insertion section. The followings were assumable causes, however they covered a broad range. Therefore, omsc could not conclusively specify the cause. Physical stress as a result of rubbing the insertion section. Chemical stress as a result of deviation from IFU (reprocessing manual). Improper storage condition (direct sunlight, at high temperature, in high humidity, or exposed to x-rays and/or ultraviolet-rays). Normal wear and tear.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to the service department of olympus. The service department of olympus checked the subject device and found that the coating on the insertion section was peeled off. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that it was found that the coating on the insertion tube had been partially peeled off during the incoming inspection of the subject device for the repair at the service department of olympus. There was no report of patient injury associated with this event.